Event description:
It was reported that a device was repositioned on (B)(6) 2005, three days after implant, because a nerve was hit in the stomach that caused severe pain. The reporter stated that the patient could not have clothing or sheets touch her. It was reported that the patient started to have pain in the ankle and needed the stimulation. It was noted that the device was positioned correctly on (B)(6) 2005. It was unclear if the ankle pain started before or after the device was implanted. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# n0037378, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).